Event description:
During visual inspection, the subject device looked good; it was used twice inside a tracker excel-14 microcather. After it was put in saline bath, the nurse noticed a perticle floating. Loking at the guidewire, there was some peeling of the coating at the proximal segment of the guidewire. This segemnt does not go inside that pt's body. The guidewire was discarded and finisched with another device. The next day, the aneurysm rebled. The pt was reported in good condition.